Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2016 with blood glucose that was too low to read at the time of the incident. The customer was found under the car and can be around 40 mg/dl normally. The customer was given intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. Customer has also been having sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.